Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced an adverse event on (B)(6) 2016. Patient's mother took the patient to the hospital because her sugar level was very low. At the time of contact, the patient was still in the hospital being treated and it was reported that the doctors were planning to implement an insulin pump. Additionally, the doctors were in the process of determining the cause of the patient's fluctuations with low blood sugar. No additional event or patient information is available. Data was provided for evaluation but could not be further investigated to confirm the issue. A root cause could not be determined.